Event description:
It was reported that the patient had recurrent seroma at the pocket site and along the catheter track.. The seroma was drained twice in the physician's office. The physician attempted to promote sclerosis by injecting doxycycline into the pump pocket without success. The drainage was reported to be clear, straw colored fluid. Cultures for infection were negative. Surgical intervention was required. The pocket was opened and drained. The pocket was cauterized multiple times after existing scar tissue was removed and the pump was placed in a mesh bag to promote scarring. The pump contained prialt at the time of the event. The patient status was reported as alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).